Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the transmitter is not working properly. Customer stated that he removed the sensor and the sensor was without the needle. Customer was advised that this is why he received a lost sensor alarm. Customer stated that he was afraid the sensor stayed in the skin. Customer's blood glucose reading was 180 mg/dl. Replacement product is being sent.